Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 433 mg/dl. The customer stated that she felt dizzy and that she has not eaten anything. She treated her blood glucose with bolus deliveries. Troubleshooting was initiated for the high blood glucose. The pump appeared undamaged but the customer stated that the morning of the call the end of her cannula was loose. She also declined to review her settings since she had already done that earlier. The customer stated that if her blood glucose stays high she will treat with a manual insulin injection and consult her doctor. No products were shipped or returned.